Event description:
It was reported to boston scientific corporation that during a total vaginal hysterectomy, the capio needle carrier detached inside the patient and was retrieved (method unknown). The patient was not harmed. No further information is available.

Event description:
It was reported to boston scientific corporation that during a total vaginal hysterectomy, the capio needle carrier detached inside the patient and was retrieved (method unknown). The patient was not harmed. No further information is available.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a prolapse repair procedure. Reportedly, during the procedure, an unspecified potion of the device broke off inside the patient. The detached piece was retrieved, and the procedure was completed with another capio open access suture capturing device with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the carrier was fractured. Scanning electron microscope analysis revealed that the fracture occurred due to a bending overload.